Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level; cause was unknown. A manual injection was administered to address bg. Customer reverted to manual injections for insulin therapy.